Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received missing o-ring at the reservoir tube, missing end cap address label, keypad overlay texture damage, stained keypad overlay, minor scratches on lcd window and minor scratches on case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump case and display window was worn and damaged. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.